Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the physician was unable to access the cap (catheter access port) because the patient had post-surgical swelling, loose skin and excessive adipose tissue fat at the waistline due to recent weight loss. The post-surgical swelling was noted to be normal and the weight loss was not therapy related; the patient had chosen to lose weight because they were overweight. With the pump programmed to minimum rate it would take 84 days from (B)(4) 2014 to allow the old concentration of drug to clear out. At that time, the physician would start titrating the patient back up to a therapeutic level. The patient was currently being managed with oral pain medication. The patient was doing well and had no issues.

Manufacturer narrative:
Product ID 8780, serial# unknown; product type catheter. (B)(4).

Event description:
It was reported that patient was seeing a physician that moved and at one point the plan was to wean the patient off the pain medications. It was reported that the patient ¿now wants to keep the pump¿ and was going to be seeing the same physician. It was noted that the patient had been on minimum rate mode for some time and the drug concentration was too high to start the drug dose at the dose the physician was ordering ¿0.048mg/day.¿ the concentration in pump tube and catheter was 10mg/ml. It was stated that on the day of report, they refilled the pump with 1mg/ml and were doing the ¿removing system contents procedure.¿ they attempted to access the cap but were unable to, ¿patient was a tough stick.¿ it was noted that they decided to keep the pump programmed at minimum rate mode and at a later time use fluoroscopy to access the cap and do the removing system contents procedure. It was noted that at the time of report, the manufacture representative denied any therapy problems. The pump system was used to deliver dilaudid. Additional information received reported that the patient was scheduled to be seen again on 2014 (B)(6) for cap access under fluoroscopy. The patient did not report loss of therapy and did not report any symptoms. Contents of the pump were removed, ¿higher concentration changed to lower.¿ as of 2014 (B)(6) per clinic registered nurse (rn) the patient was doing well.¿ additional information received reported the refill rn did attempt to access the cap without success. The physician assistant (pa) decided to continue infusing the pump at minimum rate mode, while understanding that ¿this is non-therapeutic x90 days to safely allow the higher concentration of medication to clear the inner pump tubing and catheter, then will bring patient in to start at lowest possible therapeutic daily dose.¿